Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature ventricular contractions (pvc). It was further reported that the right ventricular (rv) lead exhibited rising impedance and high thresholds. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.